Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were instances where the positioning sensor unit (psu) was not recognized. Although the issue was not consistently reproducible, a replacement was to be made as a precaution. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6) h3, h6: analysis was performed for product: 9735821, lot number: p905968. It was reported that the returned positioning sensor unit (psu) contained scratches on the housing & lenses. A check of the event log revealed intermittent firmware incompatibility. The psu failed an accuracy test (aak) at .756mm with a passing threshold of .250mm. Codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) a manufacturer representative went to the site to test the navigation system. It was reported that the camera/positioning sensor unit (psu) was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.